Manufacturer narrative:
Mentor has been in the process of trying to obtain emdr approval for 4 months. Not returned.

Event description:
According to the information provided, the patient experienced injuries. This is part of litigation. This file was originally sent march 24, 2016.